Event description:
It was reported that the reporter knew of someone who had their device fail. No further information was given. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).